Event description:
A customer reported that a pt had received peribulbar anesthetic in anticipation of vitrectomy surgery. The system displayed a message and locked before the surgery was started, and the surgery was canceled. There was no pt harm reported. Multiple attempts have been made to gather more details, but no additional info was provided.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).